Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 225mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, corrosion was found on the keypad traces. No button error alarms were noted during testing. The communication between the insulin pump to the minilink transmitter and glucose sensor was tested and the simulator communicated properly. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.